Event description:
Reportable on analysis completed december 2, 2021. It was reported that difficulty to insert occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had been treated by catheter many times, but the femoral vein access was poor, and watchman access system(was) could not enter smoothly along the guidewire. The physician noted the was inner core was not tightly locked, which affected the physician experience. The procedure was completed with a new was. No damage and no patient complications were noted. However, returned device analysis revealed delamination.

Manufacturer narrative:
Device eval by manufacturer. Returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. There was damage to the tip consisting of ptfe delaminating from the inner shaft wall. A kink in the sheath 5cm proximal of the tip was created during analysis. Inspection found no other damage or defect with the returned device. The portion of the dilator that snapped into the hub of the was was measured with a calibrated caliper and measured .252, meeting the specification (print 0265) of .254 plus or minus .002. The dilator was advanced into the hub/sheath, and was able to snap in. The dilator was able to be snapped into the sheath, and an audible snap was heard.